Manufacturer narrative:
G4: 20oct2020. B4: (B)(6) 2020 it was reported to philips that the device alarms disconnect ( running on internal battery) and run on internal battery even when plugged into ac. The device was in clinical use at the time of the event; however, there was no patient harm. A good faith effort was made, and the customer confirmed that there was no patient on the device, no delay to patient care, and no medical intervention. The customer evaluated the device with assistance from a philips remote service engineer (rse). The rse advised the customer to perform a complete performance verification test (pvt) to verify the device's complaint. The customer returned a call to the philips rse and stated that the power management board (pm pcba) was replaced, which resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06/26/2020.

Event description:
The customer reported a ventilator in which it would only operate on battery, even when plugged in. It was also observed that the device signaled a disconnect alarm. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this event.